Event description:
It was reported that device diagnostics resulted in high impedance. The patient reported that she no longer feels device stimulation. The physician opted not to program the device off because the patient's seizure control is ok and the patient is not feeling any discomfort with device stimulation. Clinic notes dated (B)(6) 2015 note that the patient has experienced an increase in seizure frequency over the past few months. The patient indicated that she does not know if the vns is working properly. The notes indicate that there is no equipment available to test the vns device and that the manufacturer would be contacted to test the device. No additional relevant information has been received to date. No known surgical interventions have been performed to date.

Manufacturer narrative:
Corrected data: this report is a duplicate report of MFR. Report # 1644487-2014-03127. Any additional relevant information received will be reported in MFR. Report # 1644487-2014-03127.